Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer treated with a manual injection. The customer stated that there was a no delivery alarm during bolus and basal. The customer was assisted in performing a 5.0 unit fixed prime. The customer stated that insulin did exit. The customer was advised to remove the set and examine the cannula. The customer stated that the cannula was bent. The customer stated that the set was inserted with a serter. The customer was advised to return the entire infusion set for analysis. The customer will be sent a replacement set.